Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device failure ("failure defect (incl other organ damage)") and injury ("failure defect (incl other organ damage)"). The patient was treated with surgery ( device removal surgery). Essure was removed in (B)(6) 2018. The reporter considered device failure, injury and pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.